Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory.

Event description:
It was reported that the pace/sense portion of the rv lead was capped and replaced with a new pace/sense lead due to inappropriate shocks caused by oversensing. Noise was reproducible with arm movement. The high voltage portion of the lead remains in use. No further patient complications were reported as a result of this event. The patient further reports that he experienced pain and mental anguish as a result of receiving inappropriate shocks from his malfunctioning lead. The patient presented to the ER and was told that his lead was fractured and needed to be replaced. Additional information received indicated that the impedance had jumped. In addition, alleged the patient "experienced inappropriate and/or excessive shocking, fracture or other injury." The high voltage portion of the lead was replaced.

Event description:
It was reported that the pace/sense portion of the rv lead was capped and replaced with a new pace/sense lead due to inappropriate shocks caused by oversensing. Noise was reproducible with arm movement. The high voltage portion of the lead remains in use. No further patient complications were reported as a result of this event. The patient further reports that he experienced pain and mental anguish as a result of receiving inappropriate shocks from his malfunctioning lead. The patient presented to the ER and was told that his lead was fractured and needed to be replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory.